Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
Low impedance was reported on the hv lead during hv therapy. The lead was removed and replaced.